Event description:
As reported by a healthcare professional (hcp) through the medical affairs department, a magnetic resonance imaging (MRI) tech called for medical information and additionally reported an adverse event. The patient had an unspecified stent, clarified as either an unspecified j&j stent or a medtronic (s660), implanted in an unspecified vessel. It was clarified as if it was the j&j stent it was implanted in an unknown vessel and if it was the medtronic stent it was implanted in the left anterior descending (lad) artery for an unknown reason. Approximately six years after the index procedure, the patient experienced an unknown event which resulted in an unspecified stent, clarified as an unknown j&j stent or a medtronic (s660), implanted in an unspecified vessel, clarified as if it was the j&j stent it was implanted in an unknown vessel and if it was the medtronic stent it was implanted in the lad. The stent was not a palmaz-schatz stent, it was an unknown j&j stent, the only marking on the implant card was a 4.055 or a 4.0jj written near the image of the heart diagram. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Please note that the exact date of the stent implantation is unknown, only the year 1996 was provided. The exact date of the reported adverse event (ae) is unknown, only that it was approximately six years after stent implantation. The device remains implanted in the patient and is not available for inspection. Conclusion: as reported, a patient reported having an unknown cordis stent implanted left anterior descending (lad). The information regarding the actual product implanted is unknown, only that the stent was not a palmaz-schatz stent or cypher stent, and that it was an unknown j&j stent or a medtronic (s660). Approximately six years after the index procedure, the patient experienced an unknown event which resulted in an unknown/unspecified stent being implanted. Multiple attempts to obtain additional information were unsuccessful. The device remains implanted in the patient and is not available for inspection. Manufacturing records (DHR) could not be reviewed, as the product catalog and lot number are not available. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the minimal available information, there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this product.